Manufacturer narrative:
(B)(4). The customer returned an opened cs-27702-e kit with various components including a guide wire assembly, an introducer needle and a 2-lumen catheter. The guide wire was returned retracted within the advancer tube and showed evidence of use in the form of dried blood. The catheter did not show evidence of use. The guide wire was observed to have one significant kink towards the distal end of the body, just below the distal j-bend. The distal j-bend was slightly deformed but intact. Examination of the introducer needle and catheter did not reveal any damage of anomalies. Microscopic examination revealed offset coils in the kink in the guide wire body. Both welds were present and were observed to be full and spherical. Microscopic examination of the introducer needle and catheter did not reveal any damage of anomalies. The guide wire was kinked at 22 mm from the distal tip. The guide wire and introducer met all relevant dimensional specifications. The guide wire was advanced through the returned introducer needle and catheter to functionally test the guide wire. Slight resistance was met while passing the kinked section of the guide wire through the needle cannula. The guide wire passed through the catheter with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record (DHR) review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The IFU also cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked 22 mm from the distal tip. The returned guide wire, introducer needle and catheter met all relevant dimensional/functional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the spring wire guide bent during a procedure. The doctor did not use the device and completed the procedure using another device.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the spring wire guide bent during a procedure. The doctor did not use the device and completed the procedure using another device.